Event description:
The lay user/patient called lifescan (lfs) in 2006, and alleged that her meter was reading inaccurately high. The medical affairs specialist listened to the recorded call between the lfs customer service representative and the patient to verify the information obtained. The mas attempted to speak with the patient, however, upon speaking with the patient, she disconnected the call. The patient tested on her meter and obtained a result of 165 mg/dl. The date and time of the result is unknown. At approximately 4:00 p.m. The patient obtained a result of 150 mg/dl. She had symptoms of shaky, sweaty, light-headed, and her feet were tingling at the time of testing. She went to the clinic at 4:15 p.m. And she was tested on the clinic's meter, because she felt her meter result did not match the symptoms. At the clinic she obtained a result of 65 mg/dl. She did not receive any treatment at the clinic. The testing technique was correct and the technique for cleaning the puncture site was correct. The patient performed two control solution tests, which failed. This complaint is being reported as the control solution tests failed, as well as the "other comparison" test and the patient obtained a high result, while exhibiting symptoms characteristics low blood glucose. The patient obtained a low blood glucose result on the clinic's meter. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.